Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date in (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced infections. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/30/2021. H6 health effect - clinical code: e2402 used to capture bowel complications, incarceration of small bowel. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced pain, bowel complications, incarceration of small bowel.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.